Manufacturer narrative:
Confirmed display is missing segments. Isolated the fault to the universal interface (ui) printed circuit board (pcb). The us pcb was replaced and the unit passed testing. (B)(4).

Event description:
Covidien received info that this n65 pulse oximeter display is missing segments. The pt was not harmed or injured as a result of the event.